Event description:
Account alleged that the power control board has corrosion on it due to fluid ingress.

Manufacturer narrative:
Account cleaned the power control board using contact cleaner and the issue is resolved. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.